Event description:
It was reported that during use 4 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3257710 d4. Medical device expiration date: 31-jan-2025 h4. Device manufacture date: 14-sep-2023 (B)(6) there were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 h.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient negative pressure was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 were selected for functional testing. The issue of insufficient negative pressure was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient negative pressure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.